Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 jaws would not close. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was detached from the tip and the elements were bent. The jaws were somewhat burnt. The device was very bloody. The toggle was tested for mechanical function, and was found that the jaws were able to close. Based upon this observation, the reported complaint for "jaws do not close fully" could not be confirmed. Internal file number - (B)(4).